Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead had difficulty advancing the stylet into the lead. The physician believes that the inner diameter of the stylet lumen is not equivalent to the lead. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable cardioverter defibrillator 2013 (B)(6); 429688 implantable pacing lead 2013 (B)(6); 407652 implantable pacing lead 2009 (B)(6). (B)(4).